Event description:
On (B)(6) 2019, as part of the aquablation procedure setup phase, a handpiece went through our standard priming process prior as part of the preparation phase before the procedure (prior to the patient entering the operating room). E22 (r motion error) message was triggered during the priming. The handpiece was disconnected and returned to the manufacture for failure analysis. The handpiece was received by the manufacturer on 06mar2019. Since the handpiece was not used, the initial reportability assessment determined this as not a reportable event as the malfunction was found by the user prior to its use. When the system detects this failure, it immediately renders the handpiece inoperable by triggering the e22 error and notifies the user on the aquabeam conformal planning unit (cpu). Failure investigation for this complaint was completed on 27mar2019. It was determined that the failure mode was caused by an internal leak in the handpiece due to a micro-crack in a specific weld joint within the assembly. Based on the fact that there were previous complaints that were filed for the same failure mode that caused procedural delays, and those were reported as mdrs, the manufacturer has elected to report this complaint as an MDR based on the completed complaint analysis information.